Event description:
The patient was having the bravo ph probe placed. When the md removed the introducing catheter, the bravo ph probe had not attached to the patient's esophagus. The pin had deployed but the probe did not attach as it should. A new bravo was recalibrated and deployed without incident.